Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Patient race: (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a percutaneous coronary intervention with an 8 french angio-seal device, the angio-seal procedural sheath kinked in the sub q space and would not allow the angio-seal carrier tube to advance down to the arteriotomy. The procedure was abandoned. The angio-seal procedure sheath, and carrier tube were removed successfully. Manual compression was performed for 30 minutes until hemostasis was achieved. Hemostasis was successful, and there was no hematoma. The estimated blood loss was reported to be less than 250cc's. The patient was reported to be stable. The procedure outcome was reported to be good. There were no devices or other equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.